Manufacturer narrative:
The device was returned for evaluation, however, pathology analysis was deemed unnecessary, as medical records and imaging were provided for clinical assessment by internal medical director. Based on the review, the report of a recurrent endoleak was confirmed. The patient presented with significant aortic angulation, and short and angulated aortic neck. Treatment of this type of anatomy is an off-label use of the device, and most likely caused the reported event. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 19 months post-implant of a bifurcated device and a suprarenal aortic extension, a recurrent proximal endoleak was identified. Reportedly, the patient presented with abdominal pain and the physician elected to explant the devices and treated the patient with a surgical tube graft. The physician indicated that the abdominal aortic aneurysm had grown, and that due to the anatomical conditions, open repair was the best course of treatment at this point. The recurrent endoleak had initially been treated, 18 months prior, using a palmaz stent and an additional suprarenal aortic extension. During the open repair all the implanted devices were removed without difficulty and the surgical graft sutured in place without complication. The patient tolerated the procedure well. Additional information: reportedly, computed tomography angiogram on (B)(6) 2012 did not show any endoleak. Patient was lost to follow up as she moved to n. Florida region. Patient reappeared on (B)(6) 2014 for follow up, and had abdominal pain that she had been taking tylenol to resolve.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.